Event description:
It was reported that the balance middleweight universal guide wire was used in the procedure with a non-abbott balloon and had to be removed all together as one unit. An unspecified guide wire was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty advancing and difficulty removing the catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the balance middleweight universal guide wire was used in the procedure with a non-abbott balloon however the devices became stuck together and could not be separated. The devices were removed together as one unit. An unspecified guide wire was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6 - medical device problem code 2920 was added. The device was not returned for analysis. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the production record and complaint handling database revealed similar complaints from the reported lot, indicating there is a potential quality issue. Based on the information reviewed, the reported difficulties were concluded to be related to a potential quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.